Event description:
It was reported that in (B)(6) 2011, an increase in capture threshold and decreased pacing impedance were noted. Patient presented for follow-up in (B)(6) 2012 and high capture threshold and decreased pacing impedance were again noted. Lead to be monitored.

Manufacturer narrative:
No medwatch form was received.